Event description:
Philips received a complaint on the mrx indicating that the device's paddles were not being detected. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the paddles not being properly connected to the device. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the paddles were not properly connected to the device. The paddles were reseated and cleaned to resolve the issue.

Manufacturer narrative:
Update to the report as this case was noted as an initial at time of submission but should have been noted as a complete report.